Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The caller was assisted by technical support with resetting the pump, but the same malfunction code recurred. Consequently, technical support decided to replace the pump and advised the caller on backup insulin therapy to ensure uninterrupted insulin delivery. The customer was instructed on returning the problematic pump and informed about procedures upon receiving the replacement.